Event description:
Pt not reaching efficacy despite dose increases. Roller study conducted on pump and was negative for a motor stall. Catheter dye study unsuccessful because they were not able to aspirate fluid from the catheter. Neurosurgeon was going to be contacted to set up o.r. Time to revise catheter and replace the pump (pump is over 5 yrs old so they would replace it at the same time of catheter revision). Drug change from the primary drug morphine to dilaudid.

Manufacturer narrative:
This report is being submitted following an internal audit.